Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium (mg) and falsely decreased sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): sample ID (B)(6); mg initial result = >9.5 mg/dl, repeat = 2.02 mg/dl. Na initial result = 119 mmol/l, repeat = 140 mmol/l. Sample ID (B)(6); mg initial result = >9.5 mg/dl, repeat = 2.29 mg/dl. Sample ID (B)(6); mg initial result = 2.81 mg/dl, repeat = 1.63 mg/dl. Na initial result = 103 mmol/l, repeat = 139 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium (mg) and falsely decreased sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): sample ID (B)(6). Mg initial result = >9.5 mg/dl, repeat = 2.02 mg/dl. Na initial result = 119 mmol/l, repeat = 140 mmol/l. Sample ID (B)(6). Mg initial result = >9.5 mg/dl, repeat = 2.29 mg/dl. Sample ID (B)(6). Mg initial result = 2.81 mg/dl, repeat = 1.63 mg/dl. Na initial result = 103 mmol/l, repeat = 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section h4 - device mfg date updated from blank to 6/1/2019. The field service representative (fsr) inspected the instrument, performed troubleshooting including unclogging nozzle 1 of the cuvette washer, and replacement of the peristaltic head tubing. Replacement of the part resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the peristaltic head tubing did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6), or the peristaltic head tubing, were identified.